Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
" (B)(4) the dentist reported that 8 months after the dental implant was installed in mouth, its non-osseointegration was observed. Thirty (30) ncm of primary stability was achieved. The patient presented bone type IV. "